Manufacturer narrative:
On october 12, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent primary breast augmentation with 250cc mentor smooth round moderate profile and experienced right breast implant deflation, discomfort, and pain. It was reported that the patient has been experiencing discomfort pain since may. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that revision augmentation was inadvertently reported under the b5 section of the initial report. This was patient's primary augmentation. Event description has been corrected under section b5 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following and the corresponding fields have been updated on this form: 1. Date of birth: (B)(6) 1969; hence field a2 for date of birth has been updated. 2. Age at time of the event: (B)(6) ; hence field a2 for age and age unit have been updated. 3. Ethnicity: (B)(6); hence field a5a, and a5b have been updated. Also, mentor became aware that this was patient's revision augmentation as the primary was in 2001, which is being reported in a separate report. The patient stated "in 2000 I was diagnosed with right breast cancer. After mastectomy had a silicon implant replaced for the first time in (B)(6) of 2001. In 2013 had right arm pain for months, finally had MRI of breast which showed the implant was leaking. The plastic surgeon (B)(6), in (B)(6) of 2014, replaced it with the one that had ruptured now." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added field h6 method code has been updated to "device not returned" h6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent revision breast augmentation with 250cc mentor smooth round moderate profile and experienced right breast implant deflation, discomfort, and pain. It was reported that the patient has been experiencing discomfort pain since may. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.